Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery. Customer's blood glucose was unknown mg/dl. The customer is calling a second time regarding low battery. The customer stated that replacement battery cap did not resolved the issue. The customer was advised to wait 5 seconds before inserting new battery. The customer was advised to monitor the insulin pump.